Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported failure of the needle mechanism to properly deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that her blood glucose reached "high" (>500 mg/dl) less than 36 hrs after the pod was activated. Upon removal she noticed the cannula looks short and the pink slide insert did not move forward into the window.